Event description:
This spontaneous case was reported by a consumer and describes the occurrence of perforation ("organ perforation"), monoplegia ("leg paralysis") and genital haemorrhage ("two hemorrhages after mirena insertion") in a (B)(6) female patient who received mirena intrauterine delivery system for menorrhagia. The occurrence of additional non-serious events is detailed below. Co-suspect products included essure and mirena intrauterine device for menorrhagia. The patient's past medical history included headache. Concurrent conditions included diabetes and parkinson's disease. Concomitant products included insulin and sinemet. On an unknown date, the patient started mirena (intra-uterine), 20 mcg/24hr continuously. In 2013, the patient started essure. On an unknown date, the patient started mirena intrauterine device. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and clinically significant/intervention required), monoplegia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), nervous system disorder ("essure affects the nervous system"), menorrhagia ("abundant menstruation to the point of important hemorrhages (aggressive bleedings)."), headache ("intense headaches"), muscle fatigue ("intense tiredness in legs"), dyspareunia ("pain during sexual intercourse"), abdominal distension ("abdominal swelling"), fatigue ("intolerable tiredness"), back pain ("back pain") and adverse event ("thousands of symptoms"). The patient was treated with surgery (essure was removed, lost her fallopian tubes on (B)(6) 2017). Mirena treatment was not changed. Essure was withdrawn. Mirena intrauterine device treatment was not changed. At the time of the report, the perforation, nervous system disorder and adverse event outcome was unknown and the monoplegia was resolving and the genital haemorrhage, menorrhagia, headache, muscle fatigue, dyspareunia, abdominal distension, fatigue and back pain had not resolved. The reporter provided no causality assessment for perforation, monoplegia, genital haemorrhage, nervous system disorder, menorrhagia, headache, muscle fatigue, dyspareunia, abdominal distension, fatigue, back pain and adverse event with mirena and mirena intrauterine device. The reporter provided no causality assessment for perforation, nervous system disorder and adverse event with essure and mirena intrauterine device. The reporter considered monoplegia, genital haemorrhage, menorrhagia, headache, muscle fatigue, dyspareunia, abdominal distension, fatigue and back pain to be related to essure. The reporter commented: mirena was implanted as treatment for the hemorrhages but the consumer presented two hemorrhages after mirena insertion. Consumer commented that the bleeding is still continuous (the consumer did not specify if mirena improved or not her condition). A possible gynecological condition was ruled out. Consumer lost her fallopian tubes 4 days ago after using essure for 4 years. Quality-safety evaluation of ptc: ptc global number 2016-045686. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: significant new information: new events with essure added (organ perforation, essure affects the nervous system and thousands of symptoms). Essure was removed. The consumer lost her fallopian tubes 4 days ago after using the device for 4 years. On (B)(6) 2017: correction following company internal review: significant new information: new events with essure added (organ perforation, essure affects the nervous system and thousands of symptoms). Essure was removed. The consumer lost her fallopian tubes 4 days ago after using the device for 4 years. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) and mirena (levonorgestrel) inserted. She stated that she experienced two hemorrhages after mirena insertion (seen as genital hemorrhage). She experienced leg paralysis and organ perforation after essure insertion. Essure was removed and the consumer lost her fallopian tubes. Only genital hemorrhage is anticipated in the reference safety information for essure and mirena. The other events are unanticipated. Perforation of organs was considered unanticipated in a conservative approach, as the exact nature of the perforated organ was not described. In this case, essure and mirena insertion dates were not provided. It was not clear whether the event genital bleeding occurred after essure insertion. Nevertheless, considering that genital bleeding may occur with essure and mirena therapy, a causal relationship cannot be excluded. The exact date and mechanism of the perforation of organs was not specified. Despite the limited information, given the nature of this event, causality with essure cannot be excluded and causality with mirena can be excluded. With regards to leg paralysis, based on its nature, a causal relationship can be excluded for essure and mirena. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. According to the product technical complaint investigation for essure, a product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. An updated product technical complaint is expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-apr-2017: quality safety evaluation received. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) and mirena (levonorgestrel) inserted. She stated that she experienced two hemorrhages after mirena insertion (seen as genital hemorrhage). She experienced leg paralysis and organ perforation after essure insertion. Essure was removed and the consumer lost her fallopian tubes. Only genital hemorrhage is anticipated in the reference safety information for essure and mirena. The other events are unanticipated. Perforation of organs was considered unanticipated in a conservative approach, as the exact nature of the perforated organ was not described. In this case, essure and mirena insertion dates were not provided. It was not clear whether the event genital bleeding occurred after essure insertion. Nevertheless, considering that genital bleeding may occur with essure and mirena therapy, a causal relationship cannot be excluded. The exact date and mechanism of the perforation of organs was not specified. Despite the limited information, given the nature of this event, causality with essure cannot be excluded and causality with mirena can be excluded. With regards to leg paralysis, based on its nature, a causal relationship can be excluded for essure and mirena. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. According to the product technical complaint investigation for essure, a product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se.